Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The pt presented with chest pain and it was discovered that there was significant disease in the mid left anterior descending artery (lad) and moderate disease in the proximal circumflex (cx). The lad was predilated with a 2.0x20mm and a 2.5x12mm non bsc balloon and a distal dissection was noted. A 2.75x28mm promus stent was advanced to the lad but was unable to cross the lesion. The lesion was predilated again with a 2.5x12mm non bsc balloon and the promus stent was able to cross the lesion and was deployed at 14 atms. It was noted that the promus stent became fractured due to a lump of calcium. The lesion was then postdilated with a 2.5x12mm non bsc balloon. A dissection in the proximal lad was noted which was believed to be caused by a mach 1 guide catheter. The dissection was treated by deploying a 2.75x15mm promus stent at 16 atms and then postdilating with an unk balloon at 20 atms. A 2.75x12mm promus stent was then deployed at 16 atms across the stent fracture that occurred in the 2.75x28mm promus stent. A 2.75mm unk balloon was used to postdilate the length of the stents with an acceptable result. The pt was put on integrilin at the end of the procedure. The pt was transferred to a different hospital the following day where ivus was performed and postdilation was performed on the 2.75x15mm promus stent that was implanted in the proximal lad the previous day. Percutaneous coronary intervention was then performed on the cx. No additional pt complications were reported with the pt's current condition listed as "stable". The pt was discharged home two days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.